Manufacturer narrative:
The device was received for evaluation. A visual inspection with naked eye identified a hole in the tubing next to the bushing and patient adaptor. Functional testing including leak testing, clear passage testing, and clamp function testing were performed; leak testing failed due to the leak through a hole in tubing. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transfer set leaked because there was a cut on the tubing. This occurred during peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.